Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with broken manual release tube knob was confirmed during product evaluation. The root cause of the reported problem was determined to be manual release tube knob broken. Appropriate action was taken to correct the reported problem by replacing the manual release tube knob. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
The device has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. (B)(4).

Event description:
This is a report of a colleague infusion pump with a broken manual reset knob, which could have caused an interruption of delivery. The reported condition occurred upon power up. There was no patient involvement, injury or medical intervention. The software version is not known. No additional information is available.